Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was hospitalized for the event and was treated with unspecified antibiotics(doses, routes and frequencies were not reported). At the time of this report, the patient was still hospitalized. The patient outcome was not reported. On an unreported date, pd therapy was discontinued and the patient was switched to hemodialysis. No additional information is available.